Event description:
Information received by medtronic indicated that the insulin pump had crack case. No harm requiring medical intervention was reported. The device will be retuned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located on the battery compartment and on the retainer found on (B)(6) 2021. The pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, cracked retainer, stained keypad overlay, missing display window cover, missing end cap address label, pillowing keypad overlay, cracked battery compartment, and broken battery tube threads. Cosmetic damage on the retainer, battery compartment and battery tube threads are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.